Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage was noted. The physician attempted to treat a 90% stenosed moderately tortuous proximal rca (right coronary artery) lesion with a taxus express2 3.00x12mm drug eluting stent. The taxus express2 was unable to cross the lesion. The physician tried several times but was still unable to cross the lesion. When the stent delivery system (sds) was removed from the patient, the physician noted the stent was 'flared". The procedure was noted to be completed with a different device. There were no patient injuries or complications reported. The patient's condition was reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.